Event description:
While performing a preventative maitenance service the customer support engineer discovered the filter heater to be damaged and nonfunctional. The cse replaced the filter heater connector and after passing its performance verification tests the unit was returned to service. This report is not an admission by co that this device caused or contributed to the event alleged in this report.